Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: pb1018 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and/or pocket stimulation. It was further reported that the patient experienced occlusion during an attempted transvenous pacer system implant. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.